Event description:
The distributor reported that after a hospital tested the twice as tough cuffs by washing it ten times in 60 celsius (140 f) temperature water, the two locks become impossible to close during test. The distributor reported the product is washed in nets. The distributor did not provide a date when this was discovered. No patient/personnel incident or injury reported.

Manufacturer narrative:
Product has been requested to be returned but has not been received. Note: instructions for use states: laundering instructions (if applicable): fasten all buckles and locks to reduce risk of damage during wash and dry cycles. Do not put buckles or locks through extractors. For maximum life, launder in a laundry bag. Before laundering, zip up and turn the product inside out to protect zipper. Hook and loop fasteners may collect lint after repeated use or laundering, reducing grip strength. Fasten the "hook" to the "loop" before laundering to help prevent lint buildup. As needed, use a stiff-bristle brush to remove lint from the "hook" side. For non-contaminated material, use lower temperature wash and dry cycles to extend product life. (B)(4).